Manufacturer narrative:
On (B)(6) 2019, mentor became aware that during the implant explantation surgery, it was discovered that the suspect medical device was actually not ruptured and was instead intact. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant medical products: (left) 100cc mentor memorygel breast implant catalog: 3507100bc, lot: 5778627, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old persian female patient who underwent breast reconstruction with a 700cc mentor memorygel breast implant on the right side, suffered rupture post-operatively. The rupture was diagnosed via MRI. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.

Manufacturer narrative:
On 10/29/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed to be intact. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).